Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath tubing appeared to bunch-up. The exchange sheath tubing was straitened out by manipulating the angle of the clip applier, which enabled exchange sheath splitting to be completed. When the device was removed, the starclose se clip was found deployed in the intended location and hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.